Event description:
During a sling procedure, the sling device was placed, and upon pulling on the sheath, the sheath broke and part it was left behind in the patient. The physician reports that there were no adverse patient consequences and that the patient is currently fine.